Event description:
Healthcare professional reported right side rupture. Patient underwent a capsulectomy and the device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d3, g1.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿removal, breast implant, ruptured (cosmetic) [1990] revision, breast reconstruction [1071000198] breast, implant exchange, (medical) [1071000273] mastopexy, bilateral, (medical) [1071001536] revision, scar level 1 (medical) [1071002052] capsulectomy, breast implant (medical) [1071004005]¿. This record ID for the right side. Device was explanted and replaced.